Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device did not function properly. The customer was not able to provide any further information related to the fault. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned for the customer's report that the device did not operate as intended. Our review of the report was to determine the nature of the customer's problem, as well as the investigation of the device. There was no clinical data available for evaluation, it was deleted prior to returning the device to zoll. A review of the device's activity log showed that the device was in a red "x" condition at the time of the patient event. The activity log also confirmed that the device was in a red "x" state for approximately six months prior to the event date. The device was powered on to perform self-tests and would display a red "x" to indicate to the user that further action is required. The instructions for use of the device instructs the user to replace the batteries as part of the troubleshooting for a red "x" condition, and the batteries that were returned with the device were original to the device. This investigation was closed as user error. The device operated as intended. The device passed all testing, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.